Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic hernia repair on (B)(6) 2012 and mesh was implanted. The patient had a revision surgery and was found to have abdominal bulge, recurrent hernia, pain and adhesion complications. No additional information was provided.

Manufacturer narrative:
It was also reported that underwent revision of mesh on (B)(6)/2015 by dr. (B)(6) at (B)(6)surgery center due to hernia recurrence.